Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on, which located on pnms4w1es. The customer tried with unplugged and replugged the cable but still issue persist. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer found that a faulty full height cubie drawer was preventing the station from powering up, replaced the cubie drawer controller board, and after testing, the station was able to power up successfully, confirmed that all drawers were accessible and functioning properly. The system functioned as intended after the field service engineer repaired the device.